Event description:
The pt (B)(6) received an scs system, including a percutaneous lead, on 2011 (B)(6). It was reported the lead was attempted but not used due to unacceptable impedances. The lead was removed from the pt's body and the surgery was aborted. The pt will be implanted at a later date. No pt complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.